Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. It was reported that a cardiac perforation and tamponade were noticed during transseptal as the patient's blood pressure began to drop. The cardiac tamponade was confirmed by transesophageal echocardiogram (tee). After the pressure drop, an effusion was also noted. The small perforation was discovered on the atrial appendage, but they did not think it was significant enough to cause the effusion. The perforation was found on the roof of the left atrium (la). The patient was moved to surgery. The patient was reported to be in stable condition. Additional information was received. The physician believes it occurred during the transseptal puncture. A brk needle was used for this part of the procedure. The patient has had an extended stay in the hospital and required a tap and underwent surgery post procedure. It was discovered during the procedure in which biosense webster products were being used. No ablation was performed during this procedure and no error messages visualized throughout the case. The effusion was noticed after the transseptal puncture.